Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that following a medical procedure, the patient went into cardiopulmonary respiratory arrest after the endotracheal tube was pulled out, and the implantable pulse generator (ipg) activity was lost. The patient received brief cardiopulmonary resuscitation, and quickly recovered a pulse. No strips were available for review, and nothing was found on device interrogation shortly after the event that would confirm pacemaker failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.